Event description:
It was reported that during an intervention procedure, a guide wire punctured the shaft and a hole occurred. The target lesion was located below the knee. At at an unspecified time during the procedure while using a coyote balloon catheter over a pt2 guide wire, the coyote balloon catheter kinked at the inner shaft of the balloon. A hole in the shaft occurred and as a result the wire "got out of the balloon." The coyote balloon catheter and the pt2 guide wire were removed. The procedure was completed with a v-18 guide wire and a sterling sl balloon catheter. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an intervention procedure, a guide wire punctured the shaft and a hole occurred. The target lesion was located below the knee. At an unspecified time during the procedure while using a coyote balloon catheter over a pt2 guide wire, the coyote balloon catheter kinked at the inner shaft of the balloon. A hole in the shaft occurred and as a result the wire "got out of the balloon." The coyote balloon catheter and the pt2 guide wire were removed. The procedure was completed with a v-18 guide wire and a sterling sl balloon catheter. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the inner was kinked 2mm from the distal edge of the proximal markerband. There was no other damage. The device was inflated to rated burst pressure with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged shaft hole. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).